Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was found in standby mode on (B)(6) 2017. It was successfully re-initialized. The device was previously programmed to aai mode due to high ventricular lead impedance. Preliminary analysis revealed that the switch in standby mode was generated by an inadequate timing management that can occur only in specific and rare conditions (including patient physiology). Note that the probability of occurrence of these specific and rare conditions is very low.

Event description:
Reportedly, the device was found in standby mode on (B)(6) 2017. It was successfully re-initialized. The device was previously programmed to aai mode due to high ventricular lead impedance. Preliminary analysis revealed that the switch in standby mode was generated by an inadequate timing management that can occur only in specific and rare conditions (including patient physiology). Note that the probability of occurrence of these specific and rare conditions is very low.